Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall (resulting in a broken hip) and later dyspnea. The right ventricular (rv) lead exhibited intermittent capture, increase of threshold, high threshold, intermittent oversensing and decrease of impedance. The lead was explanted and replaced with an leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.